Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in the clinic with multiple shocks. Noise was seen in the ventricular channel. A drop in r-waves was also noted. Physician suspected insulation break. The lead was capped.